Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, information suggests the balloon ruptured on the patient¿s heavily calcified native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards (B)(4) affiliate, during deployment of a 29mm sapien 3 case by tf approach in aortic position the delivery system balloon ruptured after nominal volume had been achieved, just as the physician was pulling the balloon negative to deflate. The valve position was assessed via tee and determined to be optimal with only trace anterior pvl, so no further dilatation was planned or initiated. The delivery system and sheath were removed over the wire and hemostasis was achieved successfully with two proglide closures. The procedure was completed without complication to the patient and he was stable throughout. As per perceived root cause, balloon rupture on heavily calcified native annulus.